Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam came out of the tip at 73,321 joules; the fiber was replaced and the procedure was continued. At 16,755 joules while using the second fiber, the tip was damaged; the fiber was again replaced and the case was completed using a third surgical fiber. Patient outcome: "ok. No harm to patient." This report is for the second fiber used.

Manufacturer narrative:
Reference MFR#: 2937094-2013-01059. (B)(4). Fiber analysis: the fiber's cap was found to be detached; the fiber fractured in two locations, both distal and proximal to the fiber/cap fusion zone. The metal cap and a fractured glass cap were returned with the device. The (detached) metal cap exhibits mild char. There was no indication or report of any part of the device remaining inside the patient. The outer flow tube was found to be damaged and torn at the pad printed symbols. The fiber condition could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was suspected to be related to heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.